Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the botella bipolar insert (cev633-1a) had a dysfunction. The jaws of the forceps broke during surgery when the staff activated/began the coagulation. The surgery was close to a blood vessel. It was reported that the device was in contact with a patient. There was no patient injury; however, the event led to an hour increase of surgery time.

Manufacturer narrative:
It was subsequently reported that the type of procedure was laparoscopy on an adult patient. In addition, the broken part could be fully removed from the patient. Medical staff spent one hour to remove the broken part. There were no consequences to the patient at that time. The botella bipolar insert (cev633-1a) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the botella bipolar insert verified the complaint reported by the customer as valid. One of the jaws were broken. The fragment was not returned. The thickness of the jaw near the breakage area was too low. Root cause analysis: the jaw was broken because the milling was too deep. It weakens the jaw and generated a breakage during the reprocessing or the use of the product. This issue is due to a human error during the finishing operations.

Event description:
N/a.